Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The monitor was installed onto the test xi system and on startup unit did not power on or show any signal indicators. No backlight was seen on the reported hrsv's side of vision, and no prompts or messages were seen during and after startup. Unit was left idle for 20 minutes and power cycled twice with no change. No power backlight or signal indicators to be seen. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the left eye in doctors console was not working. The representative did a power cycle and cycled the breaker on the console, but issue was not resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it did not cause any delays in the case or issues. They had two consoles, and it was fixed.